Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to customers blood glucose level. Customer changed the pump supplies to address the issue, however, a replacement pump was sent to the customer to resolve the issue.